Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (won't communicate with electrode belt) has been confirmed. Upon investigation the monitor failed incoming functionality testing. Connector j2005 and the black cable wire were corroded. In addition, ferrite bead array fl2001 was open. The root cause for the corrosion and open ferrite bead could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn: (B)(4) to report that the monitor was unable to communicate with an electrode belt.